Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was going to the bathroom anywhere from "2 to 600 cc" every 2 hours after surgery on (B)(6) 2017. Additionally, the patient indicated that therapy never really worked since implant and that they fell in early 2018 and was not sure if their hip was broken. The patient has required a cane or walked to stand or walk since 2018 and has been in "pain like crazy." The patient indicated that they have had 10 surgeries in the past 3 years and other than the surgery to initially implant the ins all surgeries have been unrelated to the implant. Additionally, the patient indicated that they only "has 1/2 her lungs" so when the patient would have surgery carbon dioxide would build up in their body. As a result of the build-up their healthcare provider (hcp) had to induce a coma for 5-10 days to wait for the carbon dioxide to leave the body. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a manufacturer representative (rep). It was reported that the patient had no short-term memory. They stated ¿this thing doesn¿t work for me¿ and it ¿feels like hacking on the bones.¿ the patient had explosive diarrhea and was overflowing their pads and diapers with urine.